Event description:
Boston scientific crm received information that following the implant procedure, the r wave and p wave measurements on these leads dropped. The threshold measurements remained the same. The day after the procedure, the r wave measurement improved.

Manufacturer narrative:
Please accept this revision of the initial report. The one previously submitted did not include the complaint.